Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead exhibited undersensing that lead to pacing not delivered when required. Boston scientific believed that some events in right atrial electrogram were either farfield or real atrial events because of accelerated junctional rhythm. Some ra events looked similar but some did not line up with ventricular events; however, these were confirmed as true atrial events. The field representative was not sure of what mode the strip was run in. It was probably ventricular inhibition with rhythm at 30 beats per minute. Boston scientific believed that this mode was probably the reason why ra events were not marked and why there was no atrial pacing. Additional options in programming were discussed, however boston scientific stated that there are not much programming changes to get better bi-ventricular pacing and believed this is just a factor of patient's rhythm. The patient was feeling tired but was not sure if it is related to these allegations. This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.